Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The universal surgical manipulator (usm), blue fiber cable (bfc) connector and transducer on the patient side cart (psc) have been replaced to fix error 23210 pointing to usm#1 and low optic fiber. The usm 1 was analyzed and found the following information: the reported error fault was confirmed and replicated. Upon visual inspection, fluid intrusion and contamination was identified replicating the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the fault on the high side switch resulting to a power issue was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced error #23210, pointing to universal surgical manipulator (usm). The technical support engineer (tse) had the customer shutdown cycle the patient side cart (psc) with no success. The procedure was aborted with no patient involvement.